Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was reported that the right atrial (ra) lead threshold had increased to 1.75 volts at 0.4 milliseconds and the impedance was low with antipolarity switch. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.